Event description:
It was reported that during a coil placement and embolization procedure, the patient encountered tachycardia. The aneurysm was located in the splenic artery and "ancillary vessels" in the celiac trunk. The physician advanced a diagnostic catheter and another manufacturer's micro-catheter. Contrast was injected into the "small selective areas" of the celiac trunk and an unspecified number of coils were placed in the intended location. Next, the physician advanced the renegade hi-flo microcatheter. When the physician injected contrast into the patient, the patient's heart rate immediately jumped from 60 to 140 beats per minute. The physician treated the patient with benadryl and solumedrol. It was noted that the same contrast solution was used in the renegade as in the previously used micro and diagnostic catheters. The amount of contrast used in each catheter is unknown, however, it is known that less contrast was injected into the patient with the renegade. The physician completed the procedure with this device. No other patient complications were listed and the patient's status was reported as "stable".

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted with the dfu. (B)(4).